Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7150110/7152585. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 34479887.

Event description:
It was reported that the patient went to the emergency room (ER) due to epidural abscess and sepsis. The patient was administered antibiotics. All device components were explanted and were not returned. The patient was doing well postoperatively.